Manufacturer narrative:
The actual device is not available for evaluation. The investigation is ongoing. Once additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "customer stated at least 3 of the tips from this product have broken off while in use. One caused tissue injury on patient. The procedure was expanded to remove the damaged tip, which resulted in a longer incision, longer procedure time, and longer healing time."

Manufacturer narrative:
The device has been returned for evaluation, and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Manufacturer narrative:
The device was returned for evaluation. Root cause is determined to be a manufacturing error, where the tip does not have enough gap between the two wires, leading the device to short path and the tip to break. If any additional relevant information is identified, it will be submitted in a supplemental report.